Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the viper prime inserter shaft (p/n: 286750031, lot number: mf4337401) was received at us customer quality (cq). Visual inspection of the complaint device showed no damage or defects. Functional test: a functional assessment was unable to be performed on the complaint device due to no mating devices being returned. The complaint was not able to be replicated. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as no damage or defects were identified and no functional test could be performed due to no mating devices returned. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. A review of the receiving inspection (ri) for viper prime inserter shaft was conducted identifying that lot number mf4337401 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 24 dec 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition is unconfirmed as the picture did not show any signs of damage that would lead to functionality issues and no video showing any disassembling issues. As the instrument(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that there was a problem with the screwdriver anchor and the rest of the screwdriver parts. The surgery was extremely complicated, and the stylet was bent several times so it had to be assembled and disassembled it repeatedly. The nut that secures the screws was locked at the moment of loosening the screw and the piece that moves the stylet forward began to make noises than it should not have made. The surgery was completed successfully. Without any affectation to the patient. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). Unknown depth adjustor (part# unknown, lot# unknown, quantity unknown). This report is for one (1) viper prime inserter shaft. This is report 1 of 4 for (B)(4).